Event description:
Medtronic received information regarding a device used for cranial repair. It was reported that the patient was born with chiari mal formation. On (B)(6) 2018, the patient underwent a suboccipital craniectomy with removal of posterior arch of c1 and removal of the dura. Post-operatively, the patient was noted to have an improved status with their headaches relating to the malformation resolving. In july 2019, there was a confirmed regrowth of the skull bone, and the decision was made to proceed with a second chiari craniectomy decompression surgery which occurred on (B)(6), 2019. Prior to completion of the procedure, the reported device was implanted. Approximately a week post-operative, the patient began exhibiting symptoms of infection at the surgical site. Antibiotics were prescribed, however, symptoms persisted with headaches, oozing fluid, swelling, redness, and pain. The patient continued to experience these symptoms in a reoccurring fashion for several years. The patient's treating physicians are currently working on a treatment plan for the recurrent infections.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.